Manufacturer narrative:
Concomitant product(s): product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 15-nov-2018, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg.ml at 50 mcg/day) via an implantable infusion pump. It was reported that the patient was very lethargic and after labs were drawn it was determined that the patient had an infection. The devices were then explanted at or around (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. A new infusion system was implant on the date of this report. No further complications have been reported as a result of this event.